Manufacturer narrative:
Claim# (B)(4). Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation.

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. In a separate visit the lens was exchanged vertically for a replacement lens of same length. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H1 - disregard initial MDR as it is n/a as the event is not reportable. Claim# (B)(4). Manufacturer narrative comment: upon review, it was determined that the initial MDR is not applicable as this is not a reportable event.